Manufacturer narrative:
This is a duplicate of report # 1218950-2016-00146.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the panel socket for external power cable connection is damaged. There was no reported patient involvement.